Event description:
Philips received a complaint by the customer on the v60 indicating that a 1102 "primary alarm failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was taken out of service. The customer called technical support to report that a 1102 "primary alarm failed" alarm error occurred. The remote service engineer (rse) provided the customer with the part number of the replacement speaker for repair. The investigation is ongoing.

Manufacturer narrative:
H10: multiple attempts have been made on 24oct2024, 13nov2024, and 27nov2024 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available. H11: d4 - product UDI #